Event description:
It was reported that a user experienced persistent hyperglycemia while using the ilet after consuming multiple unannounced carbohydrate-containing foods, with sensor glucose values up to 384 mg/dl. The user noted rapid insulin use, performed a tubing drip test with visible drops, reconnected, and was advised to perform a full supply change, which he initially deferred. Symptoms included hyperglycemia without associated clinical complaints. Outcomes included no reported medical intervention or hospitalization. Investigation included review of device use history, user interview regarding meal announcements, confirmation of infusion set type and recent change, tubing integrity check, and counseling on a full supply change and hydration/activity. Investigation of this case revealed that missed meal announcements and continued intake of unannounced snacks were consistent with the observed hyperglycemia trend, with no evidence of infusion set occlusion after drip confirmation. It was concluded, based on previously established findings for similar reports, that the cause was user-related use error due to missed meal announcement leading to hyperglycemia.